Event description:
Related manufacturer reference number:2017865-2025-12464. It was reported that patient experienced discomfort. The patient was treated for emergency treatment. It was also noted patient's right ventricular (rv) lead exhibited high out of range pacing impedance and lead was broken. Programming changes were made. The patient was stable.